Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had software error detected alarm and the display was frozen. The customer reported that she already used 4 brand new batteries, fresh from the pack and still got the frozen display recurred. The time clock of the insulin pump did not advance. The customer was unable to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected pump error 53 alarms noted during testing however, the downloaded history files confirmed pump error 53 alarm due to a software error. Device was monitored and no unexpected frozen display noted.